Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg multiple times per day. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.